Event description:
It was reported that "during a tlif procedure the head of the screw came away from the shaft of the screw whilst trying to insert the rod into position."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment.results: the customer event of the tulip disengagement of a xia 3 titanium polyaxial screw was confirmed via visual inspection. The large dent on the screw head suggests that the bone screw was positioned at the maximum or close to the maximum angle during tightening and that there were multiple final tightening attempts. Lastly the retaining clip of the tulip was deformed, which is most likely the result of over tightening. A previous screw testing report states that multiple tightening attempts of a screw at a maximal angle can cause deformation that allows disengagement of the screw and the tulip.conclusion: the cause of the reported event is likely multiple tightening attempts with excessive force while the screw is positioned at a maximal angle.

Event description:
It was reported that "during a tlif procedure the head of the screw came away from the shaft of the screw whilst trying to insert the rod into position."